Event description:
It was reported to philips that the device would turn off during patient care and then come back on. There was no adverse event to patient or user reported.

Event description:
It was reported to philips that the device would turn off during patient care and then come back on. There was no adverse event to patient or user reported. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 1 and j2 pin 1 were slightly bent and very loose.